Event description:
The device was used during a hysterectomy procedure. Reportedly, the instrument did not fire. The reported condition occurred two times and the surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.